Event description:
It was reported, that the patient came in with pain. They took a x-ray and detected that the nail was broken. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.